Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The force bipolar instrument was analyzed and found to have one (1) bent grip tip, causing them to be misaligned. The offset at the tips was 8.30mm. The grips were found to be broken. Additional observation(s) related to the customer's complaint: the instrument was found to have a broken molded insulator on the jaw. The broken piece measures approximately 9.87mm x 4.00mm, confirming that a fragment detached from the instrument and was returned with the instrument. The grip base for the grip with the broken molded insulator does appear to be bent. The instrument was also found to have a detached intact jaw. The molded insulator was broken, causing the jaw to separate from the grip base. The detached jaw was returned with the instrument. The conductor wire insulation was retracted. The wire was not fully broken. The instrument passed electrical continuity test. Components adjacent to this wire do show damage. Further, the instrument was found to have damaged conductor wire insulation at the force amplification pulley and grip base. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Common causes of the failure mode dislodged molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument. The root cause for the detached intact jaw was attributed to a severely bent grip tip and broken molded insulator. The probable root cause for the damaged/retracted bipolar conductor wire insulation are attributed to the user.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument half of jaw was broken. The procedure was completed with no patient harm.